Event description:
Complainant was injected with collagen in 11/91 and 4/92. In 11/92, she developed joint and muscle aches and pains and had a cpk of 4625, a normal range is 25-170 and now has an irreversible condition called myositis which can possibly be controlled through the use of prednisone and aspirin. She is scheduled to take an emg to determine extent of damage. Co stated that the complainant's condition is probably not related to her collagen injections but would like to speak with her. Co's database does have reports of myositis.